Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Found the damage on the side from the battery cap and it was not affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1886 was requested and device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was returned for cosmetic damage (crack) on the battery compartment found on 11/11/2025. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing display window cover, missing serial number label, missing display window cover, cracked battery compartment, and cracked battery tube threads. Cosmetic damage (crack) on the battery compartment and battery tube threads is confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.